Event description:
During a fibrillation/flutter pulse field ablation, a farawave nav catheter was selected for use. After completing the pulmonary vein isolation and posterior wall ablation in the left atrium, the patient was found to have a right sided atrial flutter. The team then moved to the right atrium to perform the cavotricuspid isthmus (cti) line. When attempting to advance the guidewire into the superior vena cava (svc), the physician noted resistance, as though the wire was stuck. Upon closer inspection, the catheter was withdrawn, and a plastic strip was observed at the catheter tip. The guidewire was not removed from the catheter and had been advanced beyond the tip. The catheter and guidewire were replaced, and the procedure was successfully completed. The device is expected to be return for analysis.

Manufacturer narrative:
Correction to the initial MDR in block h6. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a fibrillation/flutter pulse field ablation, a farawave nav catheter was selected for use. After completing the pulmonary vein isolation and posterior wall ablation in the left atrium, the patient was found to have a right sided atrial flutter. The team then moved to the right atrium to perform the cavotricuspid isthmus (cti) line. When attempting to advance the guidewire into the superior vena cava (svc), the physician noted resistance, as though the wire was stuck. Upon closer inspection, the catheter was withdrawn, and a plastic strip was observed at the catheter tip. The guidewire was not removed from the catheter and had been advanced beyond the tip. The catheter and guidewire were replaced, and the procedure was successfully completed. The device is expected to be return for analysis.